Event description:
Bowel obstruction, weak torn mesh. Patient with a history of surgical procedures (for testicular cancer and abdominal aortic aneurysm) and abdominal radiation therapy, had an open ventral hernia repair performed in march 2001 which included the use of sepreamesh. Two days after the application of the mesh, the patient became ill due to a small bowel obstruction. Event date during small bowel repair procedure, it was noted that the small bowel was adhered to the north end of the mesh, creating a kink in the bowel. The bowel was gently peeled away from the mesh and the obsruction was relieved. The patient had a significant amount of abdominal adhesion not related to the mesh. Upon removal of the mesh, it was noted that the mesh had a "run" like appearance.